Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the tubing broke and leaked chemo while disconnecting from the patient. There was no patient harm.

Manufacturer narrative:
Additional information provided. The customer¿s report that the set separated (¿broke¿) and leaked was confirmed. Visual inspection showed a piece of medical tape wrapped around the juncture of the tubing and the smartsite located at the midpoint of the set. Examination under magnification revealed scant evidence of bonding solvent on the tubing edge and y-site inlet. Functional testing confirmed the junction of the tubing and inlet to the middle smartsite easily separated and began to leak. The cause was insufficient application of bonding solvent at the junction during manufacture of the set.

Event description:
The customer reported the tubing broke and leaked chemo while disconnecting from the patient. There was no patient harm.